Manufacturer narrative:
Audible and visual alarm data was collected from the central station and analyzed for evidence of alarm indicators during episodes of ventricular tachycardia (vtach). Findings from this data indicate that an audible alarm tone was initiated (as an alarm tone of higher or equal priority was not active) and that the waveform zone flashed for episodes of ventricular tachycardia. Thus, per episodes collected during investigation, appropriate audible and visual alarm notifications were provided and the device performed to specifications. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 20:39 a telemetry patient experienced an episode of ventricular tachycardia (vtach) that did not generate an audible or flashing visual alarm at the central station. The alarm was captured in the retrospective database. No one was injured as a result of this event.